Manufacturer narrative:
(B)(4). The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the common femoral vein was attempted with a proglide device using the pre-close technique via a 8f sheath hole prior to a cardiac ablation interventional procedure. Reportedly, there was resistance during advancement. Force was applied to advance the device and the shaft of the proglide kinked. The suture of a new proglide device was successfully pre-placed. The sheath was not upsized, and the cardiac ablation procedure was completed. Hemostasis was achieved with the one pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The device was advanced against resistance. It should be noted that the electronic perclose proglide instructions for use states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. In this case, the device advancement against resistance was determined to be circumstantial. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.